Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the image did not appear because unexpected stress was applied to the cable unit due to user handling and the cable unit failed. Regarding the handling of the device, the instruction manual contains the following description which may prevent the event: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable."

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported. The definitive cause of the customer's experience can not be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals: the user's report of no image was confirmed. The image cuts in and out due to a faulty cable unit. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while preparing a camera head for use, there was no image. There was no patient impact related to this occurrence.